Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry. Visual inspection found the lens optic and haptic broken. Dimensional inspection found the overall length within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. The lens was explanted but the problem was not resolved. The cause of the event was reported as unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6, type of investigation: 4110, lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: refractive surprise, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).